Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had been treated pre operative with warfarin. The patients international normalized ratio (inr) at base line before starting the case was 2.6. The transseptal puncture was performed and changes in the electrocardiogram rhythm were noticed. A sweep on the transesophageal echocardiogram (tee) was performed and a pericardial effusion was noticed. The patient did not have any hemodynamic changes. The patient was monitored for 10 minutes and since there were no hemodynamic changes noted on the tee, the procedure continued. A watchman access system (was) and a 24mm watchman laa closure device and delivery system (wds) were used initially. The closure device was deployed too proximal, so it was fully recaptured. A tee sweep showed no changes in the pericardial effusion. Another 24mm wds was used and the closure device was deployed, but again it was too proximal. It was fully recaptured and exchanged for a 27mm wds. The tee again showed no changes in the effusion. The 27mm closure device was successfully implanted. The effusion was checked and still showed no changes. All of the devices were removed from the patient and the physician left the room to speak to the family members. The patient awoke from the anesthesia and was alert and responsive. While they were moving the patient from the table to the bed, the patient's blood pressure dropped and their heart rate increased. The patient was transferred back to the table and the physicians were called back into the room. The tee probe was placed back into the patient and they were intubated again. The pericardial effusion grew larger, so a pericardiocentesis was performed. Heparin had already ben stopped and was reversed. The patient was then stable and monitored. She was extubated and transferred out of the room in stable condition. There was no trace of an effusion. The patient remained hospitalized overnight and was discharged the following day with no further complications.